Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with one plus diffuse lamellar keratitis of the left eye five days following lasik treatment. The topical steroids were increased and an oral steroid was prescribed. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received, the patients symptoms have resolved postoperatively.